Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece stopped working. It was also reported that the oscillating saw attachment didn't work and the pins sheared off. There was no patient harm; however the surgery was delayed by approximately 10 minutes. The procedure was completed with an alternate device.